Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous vein at the lower extremity. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the procedure, the balloon was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university.